Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an explantation intraocular lens (iol). The patient was unable to see distance and near due to a hyperopic outcome. Additional information has been requested; however, further information has not been received.